Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 433 mg/dl and a button error. The customer indicated that the pump stopped and does not work any more. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump had a button error alarm and no button response due to corroded keypad traces. Unable to perform idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the button keypad anomaly. The pump had no blank display noted. The pump was received with a cracked display window, and a cracked reservoir tube lip.